Event description:
A potential product issue has been reported with our primview 3i graphical user interface. In the abundance of caution, this issue is being reported. The issue was detected and solved at this site: customer states that the physician approved a rx (500 x 5) in impac ((B) (6)) and the fields were created. The customer checked the fields and rx and all was good. On (B) (6) the physician edited the rx to 300x10, and re-approved the rx. The fields were not edited to reflect this dose change in impac. The pt was treated for 6 days with a dose of 500 before the therapist realized that there was a rx mis match in impac. The impac system gives the user an error messages that there is a dose per fractional mismatch but the primeview is not giving the user an error message. It is unk if there was any injury as none was reported. Risk analysis is complete. Initial corrective action is complete.

Manufacturer narrative:
Risk assessment indicates: severity: 3 (critical) reason: because too big of a fraction dose can cause severe damage to organs. Mis-treatment for more than one fraction is possible. Probability: b (improbable). Reason: customer sees at any time during treatment, at any fraction that the fraction dose is too big. After any treatment customer sees that the fraction dose does not match with the dose given by the physician. In this case customer went on with treatment nevertheless he sees every day that the fraction dose is wrong. Lantis/impac system reminds the customer at end of prescribed dose that the max dose is reached before all fractions have been delivered, this behaviour is correct. Cause: user error. User manual: t6-025.621.07 621 010 02 lantis 8.3 (e.g. Pages 11-24) initial corrective action: further investigation is required according to request of dcu. Refer to charm document (B) (4).